Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, basic occlusion test, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform prime/compromised force sensor system test and excessive no delivery test due to loose/protruded drive support disk. Insulin pump received with reservoir tube lip completely broken off noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that insulin pump alarmed compromised force sensor system and squirting out during manual prime. Drive support cap was normal. Customer¿s blood glucose was 147mg/dl at time of incident. The insulin pump will be returned for analysis.